Event description:
Received info the pt experienced stimulation in the wrong location due to lead migration. MFR's rep performed a longevity calculation to estimate battery life. Long calculation was 13-20 months, depending on settings. Battery at 3.035v and pt has had the battery for one year. They are wondering about changing the battery when the lead revision is done. Add'l info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).